Event description:
The patient reported blood glucose results of "365 and 132 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.